Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope screen becomes black and white and the image appears distorted. The issue was found during inspection before use for a therapeutic laparoscopic cholecystectomy, which was completed with another device without a delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: damage to the charged coupled device unit and to the electrical contact of the video connector, which led to no image display. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device unit, a cut on the charged coupled device cable, a scratch on the electrical contact of video plug section, and a shaved electrical contact of the video connector, the image had noise and an image cannot be displayed. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip, the label on the video connector was peeled, and the video connector had a crack. Additionally, the following components had a scratch: the control unit, the grip, the upward/downward angulation lever plate, the right/left plate, the forceps elevator lever, the angulation lever, the light guide connector, the light guide-cover glass, the right/left angulation lever, switch 1, the video connector case, the video connector, and the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. The event can be detected/prevented by following the instructions for use which state: ¿instructions, operation manual describes how to inspect for the subject events in chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ as below. ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.